Event description:
It was reported that, during a tka procedure, a mis 3.2mm x 45mm rimmed pin sterile broke in the patient. The patient's bone was very hard. The head of the pin broke off and the threads are embedded in the bone and will not be removed. No delay or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
B2: outcomes attributed to adverse event. Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the limited information provided the clinical root cause of the reported breakage could not be determined and we are currently unable to rule out the reported ¿very hard¿ bone quality as a contributing factor for the reported breakage. The rimmed speed pin is made of 431 stainless steel. The pin is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage and retained foreign body could not be definitively determined. Micromotion and/or migration is unlikely as it was noted that the head of the pin was left embedded in the patient¿s bone. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use documents for speed pins reveals in caution section that the speed pin should be aligned with the orientation of the instrument fixation hole and should touch the bone before drilling to avoid pin binding. Also, using a mallet with speed pins must be avoided, as speed pins can bend and bind in blocks. The review of speed pins also revealed in caution section that single use devices should not be reused due to risks of breakage. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - impact code.